Event description:
The contact reported that her husband obtained inaccurately low blood glucose readings with test strips, lot 1k513b. Some time within the last month, the pt opened the first bottle of test strips from the box and obtained blood glucose readings in the 70 mg/dl range until some time this week. This week, the pt obtained a fasting blood glucose reading of 30 mg/dl. Although he did not have hypoglycemic symptoms, the pt drank a "glass" of orange juice and ate dinner (contact does not remember what pt ate for dinner). Two hrs after eating dinner, the pt obtained a blood glucose reading of 38 mg/dl. Because both of these readings were low, the pt performed a side by side blood glucose comparison using test strips and one of his friend's second test strips (lot unk). He obtained results of approximately 30 mg/dl and 345 mg/dl respectively. Because the pt was not home and had his meter with him when the contact spoke with the rep, no testing was performed. The pt does not have a check strip. He does not have normal control solution. The desiccant is in the first bottle from the first strips. The pt has not opened the second bottle from the same box. The pt's meter was set to the appropriate code. The pt stores the test strips in the kitchen.